Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged cough, nasal/throat irritation or soreness. There was no report of serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices.the manufacturer previously received information alleging cough, nasal/throat irritation or soreness,inhaling black particles, not sleeping well, waking up with headaches related to a CPAP device's sound abatement foam.there was no report of patient harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's service center on 03/03/2023 for further evaluation. The device was evaluated on 07/07/2023. The device was returned to the manufacturer's product investigation laboratory for investigation.the dust/dirt contamination found at the air inlet, iso port, on the pca, motor casing/impellers, bottom panel, back of lcd panel, and blower box, was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath, suggests a source external to the device.slight black contamination at the blower seal of the blower box appears consistent with the keratin contamination observed.also can confirm that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Pil can confirm the presence of contamination in the airpath. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes the device has contamination consistent with water ingress. There was no evidence of sound abatement foam degradation. In this report, section d8,d9, g3, h3 has been updated or corrected. Section h6 (health effect - clinical code) has been corrected and (type of investigation,investigation findings, investigation conclusions) has been updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Additional information was received and section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged to experience throat irritation and cough from the device. There was no medical intervention required by the patient. The reported event and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient.   The device has not yet returned to the manufacturer for evaluation. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.